Manufacturer narrative:
Additional information d10, e4, f2, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. A review of the event history log found no evidence to support that the device powered off on its own. Evaluation inspected and tested the customers alternating current power adapter and found no issues. The customer battery was not returned with the pump. Evaluation was able to test the device with a known good battery and did not identify any issues. No cause was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not turned on during administration of heparin (dose, programmed amount and delivery rate unknown) to a patient. It was further stated that the pump was still switched on at 22:30 hours, and it was unknown how shutdown could have occurred. No patient harm was mentioned, but an unspecified intervention was reportedly required to preclude patient injury. No additional information is available.